Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient had a ipg replacement for an unknown reason. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's ipg was at end of life.